Event description:
Drive devilbiss healthcare received notice from an attorney of an adverse event involving a medical device imported and distributed by drive devilbiss healthcare. The enduser allegedly sustained serious injuries when the railing on her bed collapse, causing her to fall out of the bed. This report is based on information relayed in the initial attorney letter. There is no information available on the make or model of the rail, nor confirmation of whether drive medical distributes the rail.